Manufacturer narrative:
Investigation summary: the review of the quality documents confirmed a regular device manufacturing. Review of the provided patient files showed during the follow-up dated (B)(6) 2023, low and spread p-waves sensed in bipolar configuration. Additionally, a low (200 ohms) and unstable impedance measurements in unipolar and bipolar configuration. Recorded episodes showed atrial oversensing due to non-physiological deflections and sometimes low atrial contraction amplitudes following atrial pacing. During the last follow-up the device was temporarily set to unipolar configuration and showed some oversensing during manipulation performed. Observations from the recorded data stored in the pacemaker memory, (the low atrial pacing impedance, artefacts on the atrial channel as well as, the observed temporary absence of the atrial signals and during manipulation in unipolar configuration) may be caused by damage of the outer lead insulation combined with intermittent atrial lead fracture (intermittent contact within the anodal and cathodal wire). The insulation between both wires could have been affected and is no longer intact. Given the implant duration of the lead, such issue(s) may result from subclavian crush, a too strong fixation of the suture sleeve or lead fixation without suture sleeve. However, since the lead is still implanted the root cause could not be confirmed. At this time, a reintervention is recommended to replace the atrial lead at the discretion of the physician.

Event description:
Reportedly, the atrial vega r52 lead is showing artifacts and a lower bi-polar imp than in unipolar impedance. Several egms were stored and showed atrial oversensing and on some of them, low pacing amplitudes. The event is probably related to a lead isolation defect.